Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a protrusion on the chest, felt like it was burning and swollen. In addition, the patient placed an ice pack on the chest area. Furthermore, boston scientific technical services (ts) confirmed that the patient had an appointment with the cardiologist and suggested to go to the emergency room (ER) if the patient cannot stand it. Attempts were made to obtain additional information but no pertinent information received. There were no additional adverse effects reported. The product remains in service.